Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the pump took longer to charge due to the reported issues. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information and declined follow up from tandem technical support.